Event description:
A peritoneal dialysis home paitent (hp) presented to the dialysis clinic with abdomial pain and diarrhea. At the time their effluent was noted to be clear; therefore, the hp's nurse sent patient home without testing their effluent or treating patient. The next day the hp presented to the hospital with abdomial pain, diarrhea, and cloudy effluent. The hp was diagnosed with peritonitis and admitted to the hospital. During the hp's 10 day hospitalization, their catheter was removed due to "fungal peritonitis". They were treated with diflucan (dosage and strength, and route unknown) for 6 weeks. Per the healthcare professional, the home patient has fully recovered and has preferred to be treated with hemodialysis.